Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had fallen early in (B)(6) and in clinic (B)(6) 2016, it was noted that there was loss of capture on the left ventricular lead due to dislodgement. The lead had pulled back to the coronary sinus when the patient fallen. During revision procedure the lead tip had come off and was dislodged in the right pulmonary artery and so it was left. The patient was doing well after the procedure and would continue to be monitored.